Event description:
It was reported by the surgeon that a mandibular fracture patient that has allegedly broken 2 of the 3 x 2mm plates that were implanted around 5 weeks ago. There was one on the left body and 2 on the right condyle. The 4 hole plate on the condyle which broke hasn't displaced particularly and a 2 hole plate beside it has held so the surgeon has taken a decision to leave those in. The surgeon also reported that the 4 hole on the left body seemed to have snapped when the patient stifled a yawn and that has displaced. The surgeon planned to replace that on (B)(6) 2015.

Manufacturer narrative:
The reported event could not be confirmed. The failure mode (postoperative plate breakages) could not be attributed to a certain root cause, because the devices were not returned and no surgical report or x-rays were provided. According to the related design risk management file however, there are possible root causes for the failure mode ¿postoperative breakage¿: wrong/ missing information. Too much load on implant/ bone. Improper insertion/ positioning of implant. Abnormal mental/ physiological condition of patient. Wrong implant placement (e.g. Region with reduced bone quality, too much bone compression during screw insertion). Implant was damaged by instrument/screw during bending/shaping/insertion. Implant damaged during sterilization (e.g. Gamma radiation). Wrong choice of implant (e.g. Screw too short due to system mixup and/or poorly assembled/used instrument or misleading measuring/identification). During the statistical investigation no indication was found for any systematic, material or manufacturing related issue.

Event description:
It was reported by the surgeon that a mandibular fracture patient that has allegedly broken 2 of the 3 x 2mm plates that were implanted around 5 weeks ago. There was one on the left body and 2 on the right condyle. The 4 hole plate on the condyle which broke hasn't displaced particularly and a 2 hole plate beside it has held so the surgeon has taken a decision to leave those in. The surgeon also reported that the 4 hole on the left body seemed to have snapped when the patient stifled a yawn and that has displaced. The surgeon planned to replace that on (B)(6) 2015.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.